Event description:
It was reported that during procedure, the metal cap detached from the tip of the fiber, generating a direct emission of the beam. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Block e1: (B)(6).

Manufacturer narrative:
(B)(6). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The product record review (prr) results detailed in the prr table did not determine the probable cause. The device history record (DHR) review confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labelling review was performed on the device instructions for use (IFU). The IFU cited that the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. A risk review was completed and confirmed that the event of the fiber break and forward firing was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code "unable to exclude device problem" has been assigned as the most probable cause.

Event description:
It was reported that during procedure, the metal cap detached from the tip of the fiber, generating a direct emission of the beam. The procedure was completed with another fiber. There were no patient complications.